Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was not known. Customer reverted to manual injections to address elevated bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.